Event description:
It has been reported to philips that during a right heart catherization procedure there were issues with the philips hemodynamic system. The procedure was stopped and the patient was moved to another cath lab where the procedure needed to be repeated. This resulted in prolonged hospitalization for the patient. Philips has started an investigation for this complaint.

Manufacturer narrative:
H3 other text : device not made available.

Event description:
Philips has investigated this complaint. The customer reported that during a right heart study, they selected the wrong drop down which halted the study. Philips has completed a good faith effort to get further information regarding patient and procedure outcome and to clarify the reported problem. To date, the customer has not provided the requested information. Based on the available information, philips is not able to complete further investigation of the reported incident.